Manufacturer narrative:
The device was not returned to ventec for evaluation. The cause for the reported issue could not be determined.

Event description:
It was reported to ventec that the ventilator was getting low fio2 (fraction of inspired oxygen) readings. There was patient involvement associated with the reported event. There were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, the initial reporter did not provide the device's serial number.